Manufacturer narrative:
The customer did not supply the patient's weight. Service was not dispatched. There is no evidence of pre-analytical sample handling issue and no indication that the access toxo igg reagent was returned for evaluation. Beckman coulter (bec) complaint handling unit (chu) testing of the customer supplied neat sample confirmed the customer's reactive access toxo igg results. Further testing of the sample, with both animal derived blocker proteins and a blocker related to alkaline phosphatase, did not decrease the sample's signal confirming that there was no presence of a patient source interferent related to either heterophilic or alkaline phosphatase interference. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a reproducible, reactive toxoplasmosis gondii igg (access toxo igg) result for one (1) patient on their laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to another methodology and the patient's clinical history. This patient has presented with a non-reactive access toxo igg result historically. The customer reanalyzed the patient's first sample, drawn on (B)(6) 2015 (designated as sample 1), on an alternate unicel dxi 800 access immunoassay system (serial number unknown) at a different clinical site and obtained a similar reactive result. The customer also analyzed the patient's second sample, drawn on (B)(6) 2015 (designated as sample 2) in duplicate, and obtained similar, reactive access toxo igg results on the original unicel dxi 800 access immunoassay system. Sample 2 was also analyzed on the alternate unicel dxi 800 access immunoassay system at the alternate clinical site which produced a reactive access toxo igg result. The customer sent the patient's sample to a reference laboratory and had it analyzed on an alternate methodology, a biomerieux method which subsequently produced a discordant, lower, non-reactive result per the methodology's assay. The access toxo igg results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc), calibrations and system check were all performing within specifications before and after the event. The patient's sample was collected in a sample tube with a gel separator. The sample was centrifuged at 2,200 (either centrifugal force or revolutions per minute, specifics were not provided) for ten (10) minutes at 20 degrees celsius. There was no report of sample integrity issues reported by the customer. The customer sent the patient's sample to the beckman coulter (bec) complaint handling unit (chu) for further testing.